Manufacturer narrative:
The insulin pump was received with the end cap broken off, a broken battery tube thread, cracked reservoir tube lip, minor scratches on display window, and a stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump fell on the floor and broke. The bottom of the pump became detached. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.